Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 16420785.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure. The explanted leads were not returned as they were discarded by the medical facility.